Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the impella cp had placement signal not reliable alarms. Placement signal monitoring was disabled. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The cause of the optical sensor issue was not established as no product or logs were returned for analysis. The device passed all post sterile inspection checks.